Manufacturer narrative:
Continuation of d10: product ID 8780 lot# serial# (B)(6), implanted: (B)(6) 2020, explanted: product type catheter. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the device manufacturer representative indicated that the reason for the pocket revision was purely comfort related as to the placement of the pump. It was reported that bot a catheter revision and pocket revision were performed. The physician was unsure why the catheter flow was intermittent. The customer discarded the affected catheter.

Event description:
Information was received from a healthcare provider (hcp) via a company representative (rep) regarding a patient receiving intrathecal morphine 2250 mcg/ml at 525.2 mcg/day and clonidine 180 mcg/ml at 42.02 mcg/day via an implanted pump. It was reported the patient was getting a pocket revision when the physician decided to revise her catheter due to intermittent patency. There were no known environmental/external/patient factors that may have led or contributed to the issue. Latency was checked during the procedure. A dye study was performed during the procedure. It was further reported the patient originally was having her pocket revised but the physician checked the latency of the catheter, and it was intermittently flowing. He replaced a portion of the catheter and confirmed latency with a dye study during the procedure. The issue was resolved at the time of this report and the patient¿s status was ¿alive- no injury¿. The patient weight and medical history were asked and would not be made available.

Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial# (B)(4), implanted: (B)(6) 2020, product type: catheter. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(4), ubd: 21-feb-2022, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.